Event description:
Customer reported intermittent filament regulator failed error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and charger. System operates as intended. (B)(4).